Event description:
It was reported that the 9800 system had an intermittent camera rotation issue during a case. The 9800 system was repositioned and the procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The wiring for the camera was repaired during the service call. The system was tested and found to be working as intended and put back into service.